Manufacturer narrative:
Return requested for suspect 5.5/6.0 driver. No parts have been received by manufacturer for analysis.(B)(4)

Event description:
A medtronic representative reported that, while in a spine procedure, a 5.5/6.0 solera driver was broken while trying to advance a screw, final few turns, into extremely hard and dense bone in a patient's pedicle. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.